Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up # 1 MFR report: 3005168196-2024-00155. 1. Section b. Box 1. Adverse event and/or product problem . 2. Section d. Box 4. Unique identifier. 3. Section h. Box 1. Type of reportable event 4. Section h. Box 6. Patient code 1. Evaluation of the first returned 5f select confirmed a fracture on the distal shaft. This damage typically occurs if the device is manipulated against resistance during use. The 5f select distal fractured segment was returned in several fragments. This was likely due to removal through the neuron max while snaring and due to handling on the back table. Therefore, the root cause of the fracture could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a carotid stenting procedure in the carotid artery using a neuron select catheter 5f (5f select), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while advancing the 5f select through the neuron max, the physician observed under fluoroscopy that the distal segment of the 5f select fractured. The proximal segment of the 5f select was then removed. The physician then used a snare device to successfully remove the distal segment of the 5f select. The physician decided to abort the procedure and postponed it for another date.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.